Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "patient had an ultrasound which identified right side rupture." The device has been explanted.

Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified an opening, yellow particles, crease folds, wear abrasion and underweight. A microscopic analysis was performed which identified a sharp crease in the anterior side. Based on the device analysis the final assessment is: a sharp crease on the anterior side due to a fold flaw opening.

Event description:
Physician reported "patient had an ultrasound which identified right side rupture." The device has been explanted.